Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was seen in clinic and the crt-d was found to be functioning properly. It was noted that the patient lives in an area that does not have very good coverage for remote transmissions and will be on routine in office checks from now on.

Manufacturer narrative:
Concomitant medical products: 419588 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that telemetry could not be established with the cardiac resynchronization therapy defibrillator (crt-d) to send a remote monitor transmission. The device remains in use. No patient complications have been reported as a result of this event.